Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd did receive 50 samples from the customer in support of this complaint. Therefore, 10 returned and 10 retention samples from bd inventory were functionally evaluated for sleeve function and air bubbles. No sleeve leakage occurred, all tubes filled as expected, and no air bubbles were observed in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sleeve function and air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 7 devices have bubbles in the tubing and leak blood down the tubes from np needle. There was no health impact or consequences reported.